Event description:
It was reported that the 6800 system had a communication error message and locked up during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The universal node board was replaced during the service call. The sys was tested and found to be working as intended, and put back into service.